Manufacturer narrative:
The insulin pump was received with no act and up button response due to flattened button dome switch. No counting up numbers, ramping numbers on their own or scrolling bar moving anomaly noted. Remote frequency pic failed selftest and excessive no delivery alarm were not verified due to no act button response. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump alarmed rf pic failed self test and no delivery. Troubleshooting was done. Customer's blood glucose was 110 mg/dl. Customer stated that she does not know how to turn on temp basal program. Advised the customer temp basal delivery may have stopped and she needs reprogram if necessary. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. It was found in the alarm history there was no delivery alarm. Customer declined to troubleshoot stated she will report back if she gets no delivery alarm again. No further information provided.